Event description:
Healthcare professional reported left side exchange from textured to smooth due to concern with the product, defaltion, particles in valve, and plug strap separated. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and plug strap separated.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. Deflation: observed an opening assessed as fold flaw opening. As per the investigation procedures, observed total delamination of the plug strap disk shell, wear abrasion and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional reported left side exchange from textured to smooth due to concern with the product, deflation, particles in valve, and plug strap separated. Device has been explanted.